Event description:
It was reported that during follow-up in clinic that episodes of noise were observed on the atrial lead. Patient was asymptomatic. The noise was unable to be reported with isometrics. No programming changes were made. Patient is in stable condition.